Event description:
A nutriline PICC was placed and encounter a product problem five days later. While the tegaderm was being removed during a dressing change, the catheter snapped at the place where it connects to the winged hub. There was no unusual force with removing the tegaderm. It was then noted that about 1cm above the insertion site there was a fibrous 2cm in length area following the path of the catheter. The catheter would not pull back and it took over 30 minutes to remove the catheter. It would pull back in small amounts while leg was being massaged. The doctor has to assist with the removal of this catheter.

Manufacturer narrative:
Although, the failed sample was not returned to vygon us, the complaint has been forwarded to vygon (B)(4) (the manufacturer) for evaluation and investigation. The results of this investigation will be forwarded in a follow-up MDR within 30 of its conclusion.